Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
(B)(4). Incident occurred in italy. During the spinal anesthesia procedure, the needle distal portion broke, about 3 cm immediately after starting the procedure.